Event description:
It was reported that a spectrum pump experienced system error 105 - pic motor error alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Incoming eval confirmed device received inoperable due to reported symptom of pump experienced system error 105 caused by a failed motor. Motor assembly was replaced.